Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal sling system was used during a sling placement procedure.according to the complainant, during the procedure, the delivery device bent and the mesh could not be implanted. The problem occurred on the first side of implantation. It was reported that the patient did not have unusual anatomy, but was a heavier patient than usual. It was also reported that the physician encountered bone when attempting to implant the device.the physician completed the procedure with a different device with no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal sling system was used during a sling placement procedure. According to the complainant, during the procedure, the delivery device bent and the mesh could not be implanted. The problem occurred on the first side of implantation. It was reported that the patient did not have unusual anatomy, but was a heavier patient than usual. It was also reported that the physician encountered bone when attempting to implant the device. The physician completed the procedure with a different device with no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event.visual analysis of the returned device revealed that the needle of the delivery device was bent approximately one inch from the distal end of the cannula. No other defects were noted to the delivery device or mesh assembly. Operational context contributed to the event.